Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 401 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer stated that the auto mode was turned off. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Summary to clarify that the customer did treat the hyperglycemia with the insulin pump and to correct the customer's blood glucose at the time of incident to 500 mg/dl.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer did not have symptoms and treated high blood glucose with the insulin pump. Customer stated that the auto mode was turned off. Troubleshooting was performed for high blood glucose level and the insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.